Event description:
This 30 y/o female had textured saline breast implants placed december, 1994. She noticed sudden deflation and severe rippling and wringling with recumbancy. Gross exam: the right implant is filled with watery colorless fluid and shows no evidence of rupture or leakage and weighs 290 gm. The left saline implant weighs 90 gm, under gentle pressure, colorless fluid leaks out of an apparent injection port located in the center of the surface. There is no noted area of rupture.